Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that the nail cannot be fixed accordingly. This is report 1 of 1 for complaint (B)(4).